Manufacturer narrative:
The blower motor assembly was returned for analysis. Visual inspection of the returned blower motor assembly revealed no obvious dust or debris on the unit and no signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on connector or cabling. Blower spins freely. An investigation was performed, and the customer complaint cannot be verified. Returned blower passes all testing. Test ventilator executes standby mode normally. No abnormal blower behavior can be detected in standby mode.

Manufacturer narrative:
Date of event:(B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported the v60 blower speed was fluctuating in standby mode but not in normal ventilation mode. The unit was making sounds when put in standby. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer was provided with the part number for the blower. The customer replaced the defective blower to address the reported problem. The unit successfully passed the required performance verification test.